Event description:
It was reported that the device was used during an unknown procedure. It was reported that the stapler repeatedly would not form proper skin staple. There was no consequence to the patient. Unknown how the case was completed.